Manufacturer narrative:
The device was not returned for evaluation; however, our distributor went to the customer site to evaluate the device. Technical support provided troubleshooting guidance and the reported issue was verified as a defective power supply. A replacement power supply has been ordered to resolve the customer issue.

Event description:
It was reported that before use, the device would not power up. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.